Manufacturer narrative:
(B)(4). Batch # p9480u. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the titanium tip broke. How the broken piece was disposed of was not mentioned. Changed to another device to complete the procedure. The surgery was delayed and length of delay was not reported. Patient consequence was also not reported.